Manufacturer narrative:
(B) (4).

Event description:
After diathermy 2 months ago, the patient experienced a loss of therapeutic effect, with no stimulation sensation. The patient was unable to turn her stimulation on. Additional information was requested.